Event description:
The facility sent the lead for a culture test, and as a result, it was not returned to boston scientific for laboratory analysis.

Event description:
It was noted that the electrode was also removed at the same time the device was explanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a recent follow up redness and oozing was noted near the incision and antibiotics were administered. Later the device began to erode through the skin thus the device was explanted while the electrode remains implanted. No additional adverse patient effects were reported.